Manufacturer narrative:
The sample presented an expected appearance per the description. The customer's reported complaint description of the kink/broken catheter is confirmed. The catheter arrived broken 71cm from the tip. The fibers and the plastic parts were broken, and the catheter was hung together by st. St wires (from the gw and aspiration braided tubes). It is unlikely that there are parts that were separated from the catheter. There were no active fibers at the tip. The catheter working time was 263 sec (4:23min) at 60 mj/mm2. No additional kinks were observed along the catheter's shaft. According to an additional information rep, the catheter was checked and found to be normal before the procedure. Internal flushing of the catheter and gw was done before inserting the gw into the catheter. No kinks were observed on the gw during the preparation. Three passes were made with the catheter, 400mm (entire length of sfa), without kissing stents. A kink was observed approximately 60cm from the distal tip. During the procedure, heparin/saline was injected through the sheath. The gw was not replaced. There may be a correlation between multiple passes in a very long lesion, including through a stent. In addition, the catheter was clogged and needed to be removed and cleaned, and mechanical damage (kink) was noted. The procedure has been completed with another 1.5mm auryon catheter. The patient did not experience any adverse effects, harm, or require medical intervention as a result of this incident. The root cause is likely excessive force applied to the catheter during the procedure. The breaking point suggests an excessive torsional force that tore the fibers. The additional deformations and tears in the shrink also suggest that extreme forces were applied during the procedure, and the damages were observed once withdrawing. Additionally, the fact that they worked at 60 mj can indicate the presence of a severe lesion, supporting the idea that excessive forces were applied during the procedure. Regarding the advancement of the auryon catheter through the lesion (ifu0120), it should be noted that there is a recommendation to start the procedure with an energy of 50mj. No manufacturing non-conformance was observed during the sample evaluation. No correction or corrective action is required as a definitive root cause could not be determined. A review of the distribution records was performed for the reported packaging lot number: 90153 for any deviations related to the reported failure mode of the complaint. The review confirms that the lot met all packaging performance specifications, i.e., no ncr has been written. The complaint event was forwarded to the laser catheter manufacturer (eximo). Eximo performed a DHR review of the reported catheter lot number 90153. The review confirmed that the lot met all material, assembly, and performance specifications, e.g., no manufacturing non-conformance reports were issued. Labeling review: instructions for use (ifu0100) are provided with the catheter device and contain the following statements: warnings: pay careful attention while using the catheter, avoid excessive force and be on alert for any potential damage. Inadvertent movement of the catheter may result in patient injury. Always use fluoroscopic surveillance when advancing the auryon catheter inside the patient vasculature to avoid misplacement, dissection, or perforation. Auryon catheter insertion over the wire until laser activation: you may use any other gw to cross the lesion, but the final gw that auryon catheters will track over should be 300cm 0.014", and preferably stiff gws. Once this gw is angiographically verified to cross the lesion in the vessel's lumen, it is ready for auryon catheter insertion over the wire. Advancement of auryon catheter through the lesion: a) do not to exceed 10 seconds of lasing at the same location. If you experience any difficulty to advance the auryon catheter, immediately start self-count-down. Self-count-down should start the moment you experience non-advancement of the auryon catheter. When advancement resumes, you should stop self-count-down and resume it if additional non-advancements are experienced. B) if the auryon catheter cannot be advanced by the 10th second of laser activation, you should release the foot switch to stop the laser, retract the catheter approximately 3-4 mm, and try to advance again while rotating the catheter shaft approximately 90 degrees to either side, while resuming 10 seconds count down. C) if the auryon catheter is still not advancing with the above-mentioned rotation manipulation for the additional 10-seconds, immediately stop the laser activity by releasing the footswitch. D) ask the laser operator to raise the fluence to the 60mj/mm2. E) activate the laser and try again to advance the auryon catheter through the lesion. F) if the auryon catheter cannot be advanced, resume the self-count-down to 10 seconds. G) if the auryon catheter cannot be advanced in this attempt, stop the laser activity, withdraw the auryon catheter and use a new catheter. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference: (B)(4).

Event description:
An angiodynamics executive district sales manager reported the following issue with an auryon atherectomy catheter 2.35mm - hydrophilic coated: "the physician had completed retrograde femoral access and positioned a contralateral sheath in position to treat the opposite sfa/pop. He was able to cross the lesion (entire sfa isr) with an .014" abbott spartacore wire and called for the 2.35" laser catheter. The product appeared normal upon prep and initial use. The aspiration lumen was clogged several times to the point it needed to be withdrawn and cleared. Upon the third attempt to cross the distal end of the stents from the sfa into the pop, the physician encountered difficulty. The tech attempted to withdraw the catheter, at which point he stated he believed the wire to be kinked. After much effort, the catheter was finally able to be withdrawn over the wire, and the physician observed the catheter had been kinked to the point where I felt uncomfortable reintroducing it to finish the case. He agreed, and we used a 1.5 mm laser to finish without incident." Note: upon receipt of the std0407 per the current complaint sample on (B)(6) 2024; it was noted that a kink (a breaking point) was observed along the catheter's shaft, at 71cm from its distal tip. The catheter fractured but did not disassemble; both parts are still connected. Based on this new information, this event meets the criteria for reportability. The original aware date was on (B)(6) 2024. The aware date will be based on (B)(6) 2024, making the MDR due date december 23. (26-nov-2024, mb).